Event description:
It was reported that a one-link needlefree IV connector became separated from the patient¿s catheter, causing a blood leak. The customer explained that they had a disconnection issue while trying to draw blood from the patient when they connected to a non-baxter syringe. The customer stated that they used a power injector during this process. This occurred in the imaging department. The patient lost approximately 1-2cc¿s of blood as a result. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.